Event description:
The surgeon implanted tow nancy nails in 2003 and inadvertently implanted the protective plastic tip (packaged on the end to protect the packaging); rather than the plastic end cap that is also packaged with the product and intended to be implanted. The surgeon noticed the error subsequent to closing the patient.